Event description:
Procedure - laparoscopic hernia repair.according to the reporter, one balloon burst and one balloon would not inflate. The issue resolved with no harm to the patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. The balloons were replaced to continue with the case.

Manufacturer narrative:
(B)(4)